Event description:
It was reported that a homechoice device experienced an unspecified alarm. This occurred during prime of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2042 was identified during a review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspections were performed and found no issues related to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed the electrical testing. During functional testing, an issue was found with the pump. The pump was replaced and the device was retested. A short simulated therapy was performed with the new pump and completed successfully. The direct cause was determined to be the pump which was reworked to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.